Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and trace ketones. A manual insulin injection was administered to address bg level. Tandem technical support (cts) performed a pump system check and determined the insulin had been in use past labeling. Cts educated the customer on insulin labeling.